Event description:
It was reported that the programmer was dropped by the customer and was being returned for service. The generator was received back for service. It was indicated that there was no patient impact as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer booted up to a link electronic module (lem) error and it was attributed to the plastic spacer that mounts between the lem board and the media processing unit (mpu) board being broken and it was therefore replaced and both the lem and mpu boards were remounted. Analysis also found that the lower case was broken at the handle, that the upper portion of print-outs was faint and that the programmer system fan was noisy, all were replaced to resolve. (B)(4).